Event description:
The pt contacted lifescan alleging that the meter displayed an error 4 message. The pt felt dizzy at the time of testing. The pt retested and received another error 4 message. The pt went to the hosp and was tested in the hosp and received a 102 mg/dl. The pt was treated with glucose. The pt was unable/unwilling to verify the time difference between the error 4 message and the reading of 102 mg/dl on the hosp device. Customer service was unable to resolve the error 4 message and sent the pt a replacement meter. The reading of 102 mg/dl is not considered a serious injury. The complaint is being reported as a malfunction, since the error 4 message was not resolved. Na

Event description:
The pt contacted lifescan alleging that the meter displayed an error 4 message. The pt felt dizzy at the time of testing. The pt retested and received another error 4 message. The pt went to the hosp and was tested in the hosp and was tested in the hosp and received a 102 mg/dl. The pt was treated with glucose. The pt was unable/unwilling to verify the time difference between the error 4 message and the reading of 102 mg/dl on the hosp device. Customer service was unable to resolve the error 4 message and sent the pt a replacement meter. The reading of 102 mg/dl is not considered a serious injury. The complaint is being reported as a malfunction, since the error 4 message was not resolved.